Manufacturer narrative:
(B)(6). 510k: this report is for an unknown trauma drill bit/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date. It was reported that while using the variable angle hand system, the two (2) drill bits broke while drilling into the patient's bone. The surgeon attempt to drill with the 1.1mm drill bit in the same hole the original broken drill bit resided. The second drill bit contacted the first drill bit, causing it to also break. The fragments were not removed from the patient. There was a surgical delay of 15 minutes. The procedure was completed successfully. There was no patient outcome reported. This complaint is for an unknown trauma drill bit. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.